Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced feeling "weird" and experienced their heart rate pacing above the upper tracking rate of the implantable pulse generator (ipg). The patient was brought to the emergency room (ER). The ipg remains in use. No further patient complications have been reported as a result of this event.